Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the customer had difficulty filling the reservoir. It was stated that it would not air go in or out. Blood glucose value at the time of the incident is unknown. Troubleshooting was not performed. The reservoir will be returned for analysis.